Manufacturer narrative:
As of today's date, the sample has been received but is currently under evaluation at the manufacturing site. The instructions for use states that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The instructions for use states under precautions: the product should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. Acceptable surgical practices should be followed for the management of infected or contaminated wounds. The implantation procedures required diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, bowel, rectum, or other viscera during needle passage. Post-operatively, the patient is recommended to refrain from heavy lifting and/or exercise (i.e. Cycling, jogging) for at least three to four weeks and intercourse for one month. A supplemental report will be filed when the sample investigation is complete.

Event description:
It was reported that the mesh was implanted in 2009 and had to be explanted three weeks later as all the skin in front of the mesh had dissolved. Additional information has been requested but not yet received.